Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was pain on the stimulator. The outcome was ongoing. No actions were taken as intervention. The event resulted in an unscheduled clinic or office visit. There was no sign of infection scarve fine to close of the intervention was normal for now. The etiology was reported as not related to the device or therapy and related to the implant procedure. The etiology was reported as related to the neurostimulator pocket. The patient called because he had pain on his stimulator. At the examination there was no sign of inflammation. The scarve was fine and there was no infection. It was fresh because of the intervention. The doctor gave the patient a neurodol patch to put on it.

Manufacturer narrative:
Product ID: 37081-60, serial# (B)(4), product type: extension; product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study clarifying that an extension was added on (B)(6) 2018.

Event description:
Additional information received reported that they repositioned the device and at the check-up appointment in july, patient was happy with no more pain. The cause of the issue was that the side of the device was giving the patient pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient came in on (B)(6) and the neurodol patch wasn't effective. The event resulted in an unscheduled clinic or office visit. On (B)(6)the surgeon came to examine the patient and see the place of the stimulator, on the touch it was still painful. On (B)(6) 2018 the ins was repositioned and at the ¿control¿. The ins placement was change from the bottom to lower right side in the front. The patient was happy with no more pain. The outcome was resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown , product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the extension was also repositioned with the ins on (B)(6) 2018.